Event description:
Surgeon noted a pt presented with swelling exocentric to the macula, 4 or 5 weeks ago. Feels swelling may be related to use of this system. Power settings were at 30-40%. Surgeon declined to complete questionnaire. No add'l info is expected.

Manufacturer narrative:
Product evaluation and root cause analysis are in progress.